Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). Telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and during rotation, the capsule developed a tear. The lens had to be removed during the same procedure and discarded. The patient was referred to retina specialist. It was unknown if there were sutures, vitrectomy, or incision enlargement. Through follow-up, it was learned a vitrectomy was required. There was also no sign of any pre-disposing condition which would have caused the capsule tear. No additional information was provided to johnson & johnson surgical vision.